Event description:
According to the reporter, during the dialysis process, it was found that the blue (venous) luer adapter had a crack and oozed blood. It was also stated that there was a leak at the blue (venous) luer adapter. There was nothing unusual observed on the device prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The catheter was not repaired, and tego was not utilized. Betadine and alcohol were the cleaning agents used on the device. The insertion site was not treated prior to product placement. There were no other defects/damages found on the product where the leak was observed. There were no other products being utilized with the device. There was no excessive force used on the device. The catheter has been in place for 10 months. Replacement of the catheter was the intervention/treatment required as a result of the event. There was no blood loss, and a blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the dialysis process, it was found that the blue (venous) luer adapter had a crack and oozed or leaked blood. The catheter was not repaired, and tego was not utilized. Betadine and alcohol were the cleaning agents used on the device. The insertion site was not treated prior to product placement. The catheter had been in place for 10 months. No excessive force was used on the device. Replacement of the catheter was the intervention/treatment required as a result of the event. There was no blood loss, and a blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the dialysis process, it was found that the blue (venous) luer adapter had a crack and oozed blood. It was also stated that there was a leak at the blue (venous) luer adapter. There was nothing unusual observe on the device prior to use. Besides the reported issue, there were no other visible defects/damages found on the product at the time of the event. The catheter was not repaired and tego was not utilized. Betadine and alcohol were the cleaning agents used on the device. The insertion site was not treated with prior to product placement. There were no other defects/damages found on the product where the leak was observed. There were no other products being utilized with the device. There was no excessive force use on the device. The catheter has been in place for 10 months. There were no remedial action performed. Replacement of the catheter was the intervention/treatment required as a result of the event. There was no blood loss and blood transfusion was not required due to the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.